Event description:
Event description guidant received information that this passive fixation right ventricular lead was removed and replaced, due to dislodgement. An active fixation lead was then successfully implanted. There were no adverse patient effects reported.